Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that since implant the patient noticed she was still having contractions in her neck area and felt like implant did not help much to control those contractions. She states she has given up hope on device working to control her symptom. Patient states she did not charge ins for a over a month and noticed contractions was getting worst and so today she decided to go charge the implantable neurostimulator (ins) but recharger won't connect with ins to charge, she was getting reposition antenna screen. Patient states she now noticed that with ins on it did help to control her contraction somewhat and had some relief but with ins potentially depleted patient noticed contraction is getting worst. They were redirected to their healthcare provider to review if a possible over-discharge had occurred. They confirmed they have not charged in over a month.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) that they were able to meet with the patient (pt) and get her out of overcharge. Pt states that she has never felt like the dbs has been helpful. Her only desire at this point was to be able to get the ok for the surgery to cut the muscles, but her hcp required that we check the system first. She says anytime the system was on she felt weird contractions. Rep suggested she attempt to get re programmed to see if that could be a programming issue, pt refused. Rep got the device charged enough to interrogate, did not turn it on and pt said the strange contractions where back, had me double check that it was off (it was) then she said, good that¿s better the contractions are gone. Rep thinks pt has mentally decided the dbs does not work and will not give it another chance.

Event description:
Additional information was received. It was reported that the patient repeated information about the dbs causing strange muscle contractions when therapy was on and that they turned therapy off as a result and was unable to charge ins because it was depleted for so long. The patient added that their doctor was unable to interrogate the ins. The patient stated they were calling back because they need their dbs charged so they can get an MRI of their neck. The patient mentioned that they have dystonia and noted that their tendons and muscles in their neck had "already shortened." The patient stated that they are going to go forth with having their neck muscle and tendon cut in order to get their neck straight again, which was why the MRI was needed. The patient requested a local mdt rep to come help them charge their ins. Rep called tss to inquire about recovering an overdischarge. Reviewed steps to recover the ins. Caller indicated they plan on the patient coming on friday while doing surgeries and will perform the recovery at that time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the rep was unable to communicate with the implantable neurostimulator (ins) using the patient programmer (pp), ins recharger (insr) or tablet, no communication screen while attempting to recharge. The insr stat indicate last recharge session was on (B)(6) 2020. Upon re-attempting to recharge the ins, a power on reset (por) message occurred, after pressing the green start key the ins was able to recharge and ins battery level was empty. It was reviewed for the rep to charge ins to 25% full, clear the por using tablet, and too confirm successful communication (no por) on pp or insr. Patient stated she does not charge very often as she did not feel the therapy improved her symptoms. Previous charge session was on (B)(6) 2019. After the ins was off, patient did notice that it did provide therapy benefit and noted a neck stiffness and wanted to turn it on again.